Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran as low as 50 mg/dl even though the customer had eaten and not had any insulin. The customer treated the low blood glucose with food. The customer also reported that there was an emergency room visit due to chest pains. The customer had several hearth catheters in the past. The customer declined troubleshooting for these issues.